Manufacturer narrative:
The referenced device (lot# 8xv 25) was returned to the manufacturer for evaluation.the user¿s complaint was not confirmed. A visual inspection on the returned device was performed and was unable to validate any issues in regards to the opening and closing of the cups at the distal end. The slider handle was manipulated and there were no issues with the opening, closing and aligning of the cups. In addition, the distal end of the device is neither, bent or damaged. The received device was compared to a new fb-220u forceps and there are no differences in appearance of the jaw points at the distal end. The device was tested on a sheet of natural rubber latex, and it was noted that the jaws grasped the sheet rather than tearing through, even when excessive force was applied using the handle. A small indentation was left on the latex sheet; however, there were no signs of tearing. The insertion portion has no dents or kinks, and the handle section has no cracks or other abnormalities. The slider movement is smooth with no restrictions, and the manipulation wire and needle at the distal end are not detached or bent. Furthermore, an additional 286 (fb-220u) disposable biopsy forceps with the same lot number (8xv) were returned. A sample of the biopsy forceps was taken from each box to test and the same testing that was performed with the referenced device ; there were no issues observed as the forceps functioned as intended. Based on the evaluation, the cause of the reported event could not be confirmed as there was no issue found with the cups at the distal end of the device during evaluation. The device will be sent to original equipment manufacturer (OEM) for further investigation.

Manufacturer narrative:
The referenced device was not returned to the manufacturer for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, if additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly. As a preventive measure, the instruction manual provides warning which states, do not use the instrument if you detect any irregularity. The breakage of the distal end such as the operation wire¿s detachment could cause mucous membrane damages and to always have a spare instrument available. Also, to perform an appearance inspection (i.e. While operating the slider to open and close the cups, confirm that the instrument has no disconnected or loose parts, make sure that the cups close evenly and are properly aligned when the slider is pulled, confirm that there are no sharp protrusions, burrs, or edges on the distal end of the insertion portion).

Event description:
Olympus was informed that during the middle of three therapeutic colonoscopy procedures performed on the same day, the device reportedly tore the patient¿s tissue as opposed to biting the tissue while the physician was taking a biopsy. The clinical manager reported intervention was performed by utilizing cautery and clips to stop the bleeding to the patient. The patient did not require a longer stay or additional treatment. The procedure was not delayed. The procedure was completed using a second device, with same model/different lot#. In addition, there was no force applied to the device. There was no issue inserting or withdrawing the device from the patient. The device was inspected prior to use and the device opened and closed without issue. This is for report 1 of 3.